Event description:
2 days after implant, hm notification for rv capture control failure and poor sensing. Upon interrogation threshold increased to 4.8v and sensing 1.5. Lead looked similar to original position on x-ray, micro-dislodgement likely. Patient sent for repositioning. New lead position gave poor sensing and no capture. Doctor demanded new lead, but it also gave poor sensing and no capture. When repositioned to a different spot, the new lead gave satisfactory testing numbers (r wave 5.8mv, imp 677ohm, threshold 1.1v). Explanted lead collected to be sent back for analysis. Although given new lead had similar poor numbers in original lead position, its likely it was anatomy issue not the lead and possibly anatomical.